Event description:
It was reported that during a ptca treatment procedure, the maverick otw (15/1.5) balloon ruptured at 6 atms on the initial inflation. The lesion being treated was a calcified lesion in an unspecified coronary artery. The patient was asymptomatic during this event. The maverick otw (15/1.5) balloon was removed and replaced with a maverick otw (15/2.0) balloon, and this balloon ruptured at 10 atms. The physician declined to perform further intervention due to the small size of the vessel. Per the reporter, the balloon ruptures were due to the calcification of the plaque, not defective devices. No patient injuries or complications were reported.